Event description:
The patient was revised due to soft tissue reaction

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Updated reporting indicates no pseudo-tumor was found intra-operatively. A search of the complaints databases found two other report against the 2482263 lot code. Previous review of device history records found no related deviations or anomalies that would have contributed to the reported event. No other reports were found against the reported 2563164 lot code. Additional investigational inputs and event information was requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.